Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a severely calcified, 90% stenotic lesion in a moderately tortuous circumflex artery (cx) and marginal branch. The lesion was predilated with a 2.0 x 20 mm balloon. After pre-dilation the physician progressed down the lesion with a taxus express2 2.75 x 28 mm drug eluting stent. However, the stent was unable to progress any further than the cx lesion. As the physician attempted to retract the stent back into the wiseguide catheter, there was stent damage noticed in the proximal portion. It was suggested that the tip of the guide catheter caused the stent damage. The lesion was dilated again with a wider balloon and the procedure was successfully completed with two other taxus stents. No pt complication or injury was reported. Pt status is reported to be "satisfactory/good".